Manufacturer narrative:
The investigation for the reported stroke and renal failure has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore the root cause of the stroke and renal failure could not be determined. B2-selected death d1-corrected brand name d4-corrected model number f6/f8-should have been left blank in the initial report g1 reporting contact fax number missing g4-added PMA number h1-corrected type of reportable event to death h6-impact code changed to 1802 and 4641

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ impella cp with smartassist. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ citation: kaki, a., blank, n., alraies, m. C., jani, a., shemesh, a., kajy, m., laktineh, a., hasan, r., gade, c. L., mohamad, t., elder, m., & schreiber, t. (2019). Axillary artery access for mechanical circulatory support devices in patients with prohibitive peripheral arterial disease presenting with cardiogenic shock. The american journal of cardiology, 123(10), 1715¿1721. Https://doi.org/10.1016/j.amjcard.2019.02.033.

Event description:
On 02may2024, abiomed complaints team received a literature study entitled "'axillary artery access for mechanical circulatory support devices in patients with prohibitive peripheral arterial disease presenting with cardiogenic shock" monitored 17 patients over 20 months who were implanted with a mechanical circulatory device. An unspecified number of those patients received an impella cp implant. During those 20 months, one patient expired from an intracranial hemorrhage and seven patients passed away after receiving renal replacement therapy for acute kidney injury.